Manufacturer narrative:
Plant investigation: the plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity. Clinical investigation: a temporal relationship exists between the pd therapy with the liberty cycler set and the patient¿s peritonitis event. However, currently there is no objective evidence that a liberty cycler set malfunction or product deficiency caused this event. Peritonitis is a well-documented complication in pd patients. The patient¿s pd culture was positive for growth of citrobacter freundii, which is a bacterium normally found in the human gastrointestinal tract. Therefore, based on the available information, the peritonitis event can be attributed to patient breach in aseptic technique while having concurrent diarrhea (unrelated to dialysis), as reported by the patient¿s pd nurse.

Event description:
On (B)(6) 2026, it was reported that this patient on peritoneal dialysis (pd) therapy was hospitalized on (B)(6) 2026 with peritonitis. There were no reported allegations that the event was caused by fresenius products. In additional follow-up, the patient¿s pd nurse stated that on (B)(6) 2026 this patient was hospitalized with symptoms of abdominal pain. The patient had a pd culture obtained (in the hospital) which grew the bacteria citrobacter freundii. The patient was initiated on antibiotic therapy for a diagnosis of peritonitis utilizing intravenous (IV) cefepime and ceftriaxone (dosing not provided). The nurse stated that while hospitalized the patient¿s pd catheter (not a fresenius product) malfunctioned (stopped working). As a result, the patient was transitioned to hemodialysis modality for renal replacement needs. The patient remained in the hospital at the time follow-up was conducted. The nurse confirmed the patient did not have fluid leaks or any issues/malfunctions with fresenius products in relation to this event. The nurse attributed the peritonitis to patient breach in aseptic technique while having concurrent diarrhea (unrelated to dialysis).